Event description:
It was reported the intraocular lens (iol) was removed and replaced with an alternate diopter lens, due to the patient's unexpected post operative refraction. No patient injury occurred.

Manufacturer narrative:
Half of an intraocular lens optic was received precluding measurement of the diopter. No other complaints for product manufactured in this lot have been received. The iol met all manufacturing specifications prior to release. The results of our investigation reasonably suggest this event is not manufacturing related.